Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, one opening curved on the posterior and calcification white particles in the shell. Leak test and microscopic analysis was performed which identified: the valve leak by particles and these were removed, one opening crease smooth on the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one crease smooth opening on the posterior due to fold flaw opening. Reason for reoperation: deflation and capsular contracture.

Event description:
Healthcare professional reported a right side deflation with capsular contracture baker grade unknown. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation with capsular contracture baker grade unknown. The device has been explanted.